Manufacturer narrative:
The complaint was evaluated and investigated with the information available. It cannot be confirmed if an adverse event has occurred, or if there is a causal relationship established between the device and event. No device information was made available; therefore, the exact device remains unknown and a review of nonconformities or the device history record could not be performed. Additional information was requested from the complainant, but no information has been received to date. The device remains implanted and inaccessible for testing or evaluation. The root cause cannot be established with the available information.

Event description:
It was reported that on an unknown date, patient had a potential metal allergy. Sales rep would like to know the exact composition of the metal used in the coda anterior cervical plate, the screws associated with that plate, and the conduit titanium cervical interbody. Devices remain implanted and part information remains unknown at this time. No reaction or patient consequence has been identified at this time.